Event description:
Contact sent a medwatch 3500a reporting a revision of failed fusion l5/s1. Patient was implanted with depuy spine hardware in 2006. It is reported that the screws at s1 had broken post-op. See attached user facility report.

Manufacturer narrative:
The hospital would not release the hardware without permission from the pt. No conclusion can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.